Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high readings and prime/fill anomaly. The customer's blood glucose reading was 400 mg/dl. The customer treated with a shot. The customer stated that they were stuck in the rewind complete/bolus delivery loop. The customer's last blood glucose was 202 mg/dl. The customer received failed battery test. The insulin pump was returned for analysis.